Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer¿s blood glucose was 108 mg/dl at the time of incident. Customer stated that the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).